Manufacturer narrative:
To date the incident sample has not been received for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with bifurcated stent on (B)(6) 2014. Physician identified calcification of the iliac arteries that required a secondary procedure. The physician completed an aortic bifemoral bypass which also required the removal of the initial implanted bifurcated stent. The patient is in stable condition.